Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device stopped working about a week ago and that she had a burning sensation in and around the neurostimulator pocket during recharging. The pt was able to increase and decrease the stimulation but could not feel it. Impedance measurements showed that most of the electrodes were bad. A lead revision was going to be scheduled.